Event description:
It was further reported that two days prior to the procedure, the patient suffered an acute myocardial infarction on the 14th as a result of an occluded right coronary artery which was fixed. Pre-procedure angiography for this procedure revealed 90% stenosis in the left anterior descending (lad) diagonal system and at the bifurcation and 80% stenosis in the large marginal branch. Angioplasty was performed in the diagonal with a 2.5x20mm balloon catheter which was inflated several times. As residual stenosis of 70-80% remained in this large branch, a mini-crush technique was performed. A 3.5x15mm non bsc stent was placed on the pt2 wire which was in the lad and a 2.5x24mm non bsc stent was placed on the non bsc wire in the diagonal. The lad stent was parked in the mid lad and the diagonal stent was deployed first. The non bsc wire was removed from the diagonal. The lad stent was then placed appropriately in the lesion and deployed at 16 atmospheres with an unspecified balloon. Angiography showed excellent results in the lad. The physician then re-crossed into the diagonal with the same non bsc wire and angioplasty was performed twice with a new 2.5x20mm balloon. The procedure was then completed utilizing simultaneous kissing balloons in the lad with a 3.5x9mm balloon and the diagonal branch with the same 2.5mm balloon. Angiography revealed 0% residual stenosis in the lad and approximately 10% in the diagonal branch and timi grade 3 flow. Both wires were then removed and the pt2 guide wire tip fracture was noted via angiography. No perforation was noted. As the tip was in the distal portion towards the apex in a septal perforator, it was not possible to snare or otherwise remove the tip. It was noted that the wire was not shaped and had only been placed in the vessel once. Additional angiography was performed and revealed normal flow into the apex. The procedure was completed after a non bsc stent was placed in the circumflex artery.

Event description:
It was reported that the pt underwent a surgical procedure to implant posterior fixation at l2 to iliac approx four months post op. Fusion reportedly failed at l5-s1. The pt did not complain of pain. The revision surgery reportedly is required, but no revision surgery is reported at this time.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2010 and the patient was reimplanted with another device during the same surgery.(B) (4).

Manufacturer narrative:
(B) (4)(B) (4)

Event description:
Per the clinic, the patient experienced a head injury that resulted in a hematoma and edema at the implant site. An integrity test was attempted however; connection to the receiver stimulator was not possible. Explant and reimplantation is planned, but had not taken place at the time of this report february 17, 2010.

Manufacturer narrative:
(B) (4).